Manufacturer narrative:
Patient information is unknown. Date of event is unknown; (B)(6) 2017 is the date the article was published. This report is for an unknown synthes 135° dynamic hip screw with a 4-hole plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: donnelly, k.j., et al(2018), a review of atypical subtrochanteric femoral fractures in northern ireland between 2010 and 2014. European journal of orthopaedic surgery & traumatology. Volume 28, pages 607-613., united kingdom. The aim of the current study is to answer the questions (but with lacking consensus) concerning the incidence, prodromal symptoms, and the relation and outcomes with bisphosphonate treatment (bt) usage of atypical fracture for the regional population in northern ireland. Between january 1, 2010 and december 31, 2014, patients with subtrochanteric femoral fractures underwent operative fixation were included in the study. Of the 26 patients, 1 was treated with an unknown synthes 135° dynamic hip screw (dhs) with a 4-hole plate and 1 patient underwent cephalomedullary fixation with an unknown synthes proximal femoral nail antirotation (pfna). Complications were reported as follows: one (1) patient with the unknown synthes dhs had adequate reduction, but experienced periprosthetic fracture through the distal screw hole approximately after 61 days. The patient was revised to a gamma nail. This report is for an unknown synthes 135° dynamic hip screw with a 4-hole plate. This is report 1 of 1 for (B)(4).